Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary right l5-s1 spinal root decompression. A little over two months later, the patient presented with "radiculitis". The investigator noted the event as mild in intensity. The physician prescribed naprosyn for pain and physical therapy. It is not known if the condition resolved as the patient was reported lost to follow-up, no further data available. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted severe neurocompression of s1 nerve root as a possible explanation for the event.